Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical coord reported a pt with blurry vision following an intraocular lens (iol) implant procedure. The lens had positioned more anterior than predicted. The lens was exchanged for the same model different diopter lens. Additional info has been requested.